Event description:
It was reported that about two weeks prior, the pt went through a courthouse security gate while her device was on and since then she has had a loss of therapeutic effect. She could not adjust her stimulation. Further info is being requested from the hcp.